Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous vessel. A 2.5mm x 150mm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 12 atmospheres for 50second. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as result of the event.

Manufacturer narrative:
E1 - initial reporter phone:(B)(6). G4 - premarket / 510(k) #: k111295, k162350.